Event description:
It was reported that there was an issue with a component of the activl spinal implant system. According to the complaint description, implantation of an unknown activl device (three components) had been performed. A removal procedure was planned for an unspecified reason. Additional information was not provided but has been requested. The adverse event is filed under aesculap reference no. (B)(4). 3005673311-2025-00005 (aesculap reference no. (B)(4)), 3005673311-2025-00006 (aesculap reference no. (B)(4)), (aesculap reference no. (B)(4)).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.